Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
This patient had an initial surgery of aequalis reversed on (B)(6) 2019. After the surgery, the glenoid sphere fell out from the baseplate, and the dislocation occurred. There was a revision surgery on (B)(6) 2019. The glenoid sphere and the insert were newly replaced to the implants with the same product number. Also the spacer (dwb) was used this time, and the surgery was completed. The surgeon commented "the dislocation might occur because my tightening was too loose".